Event description:
Caller reported there is a button issue on the pump. Caller stated it is not possible to snooze or confirm the error using the check button. No adverse event reported requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.